Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to address issue. Subsequently, insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Reportedly, the customer was hearing a "clicking" noise and did not complete the load sequence. The customer reverted to manual injections for insulin therapy. Blood glucose level was 420 mg/dl.